Event description:
A blood leak was reported to have occurred immediately upon initiation of treatment with the involved dialyzer. Hemastix reported as heavy. The treatment was temporarily interrupted to change to another dialyzer. The blood line and involved dialyzer were discarded resulting in a reported blood loss estimated at approx 288cc. The pt had no complaints and is reported to be ok. The doctor was notified of this event. The dialyzer was first use and pre-processed on dsr4 with formaldehyde. Machine set-up f2008h, and primed per trc procedure.